Manufacturer narrative:
The esheath was not returned to edwards lifesciences evaluation. A photo was provided by the complaint event site and the liner appears to be torn with one strand. The delivery system is seen within the sheath with the crimped valve on the inflation balloon. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history on confirmed complaints from october 2019 through september 2020 revealed other complaints for the same complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Of the potential root causes identified in those other complaints, those most applicable to the current evaluation are procedural factors (damaged valve / bent struts caught on sheath) and patient factors (calcification / tortuosity). The instructions for use (IFU), device preparation manual, and supplement procedural training manual were review for instructions relating to the complaint. During delivery system insertion through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were confirmed based on the provided imagery. Due to the unavailability of the device, no manufacturing nonconformances were identified during the evaluation. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As per the complaint event, ¿when the fellow was advancing the system into the esheath he allowed the stent to come out of the loader cap and bent one of the prongs on the stent frame.¿ if valve struts were bent near the beginning of insertion through the sheath hub, it is likely that the bent valve struts interacted with the sheath liner during advancement and retracting of the delivery system, leading to the observed liner tear and liner strand. While a definitive root cause is unable to be determined, available information suggests that procedural factors (damaged valve / bent struts caught on sheath) may have contributed to the complaint events. Damage to the sheath liner is identified in the esheath risk management worksheet as a potential cause that may lead to difficulty withdrawing the esheath resulting in minor tissue damage/ procedural delay. This event reports damage to the sheath (sheath liner strand and liner torn) that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. Since no confirmed edwards defects were identified, no corrective or preventative actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Event description:
26mm sapien 3 ultra valve, commander ds, esheath, as reported by the clinical specialist, during a tf tavr case, when the fellow was advancing the system into the esheath he allowed the stent to come out of the loader cap and bent one of the prongs on the stent frame. The valve couldn't be removed through the sheath so a new sheath was prepped and the entire system was removed as a whole. There was no harm done to the patient and the patient did well and went home. Updated information was received from the fcs. The sheath once out of the body was noted to have a split in the lining of the expandable section. A picture was received that also seems to show a liner strand as well. The devices are not available for return.